Manufacturer narrative:
(B)(4). Batch # n5343a. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open low anterior resection, the firing force was higher than expected and the firing handle could not be fully grasped at firing on the rectum. Then, leak occurred from the dorsal staple line when a leak test was performed. The deployed staples of the dorsal side were malformed. The target tissue was regular. The device did not clamp something hard such as a clip or metal part. The site was recut and anastomosed again with another like device. There were no adverse consequences to the patient.